Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75x24mm promus element plus drug-eluting stent was advanced to treat the lesion. When the physician pushed the stent through the lesion without any additional pressure, it was noted that the proximal part of the shaft was broken around 20cm from the hub. The device was removed from the patient. The procedure was completed using a new stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 237mm from the end of the hub. There were also several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. When the physician pushed the stent through the lesion without any additional pressure, it was noted that the proximal part of the shaft was broken around 20cm from the hub. The device was removed from the patient. The procedure was completed using a new stent. No patient complications were reported and the patient's status was stable.